Manufacturer narrative:
(B)(4) the device was returned and analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the in follow up with the funeral director indicated the patient died approximately one month post implant of the ipg system. A cause of death was requested and was reported as (B)(6) and heart block.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device system was returned from a funeral home with no information. No further information has been obtained thus far that would/could disassociate the device system and event. Therefore, this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: 407658, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.